Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was retracted with dried blood noted in the housing and neck region. Hipot testing indicated the inner insulation was intact and there were no electrical shorts between conductors. An x-ray showed no conductor or crimp sleeve issues. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.